Manufacturer narrative:
Additional information: g1 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) reported to fresenius that this hospitalized patient passed away while dialyzing on the liberty select cycler on (B)(6) 2021. No additional information was provided. Attempts to obtain additional information were unsuccessful. No further information is known.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death while completing pd therapy. However, there is no documentation in the complaint file to show a causal relationship between the device utilization and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. It is unknown why the patient was hospitalized or what the patients health status was prior to the death. Long-term survival of patients receiving chronic dialysis remains poor despite advances in renal replacement therapy. Sudden cardiac death accounts for a large proportion of cardiovascular death and almost a quarter of overall mortality in these patients. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A registered nurse (rn) reported to fresenius that this hospitalized patient passed away while dialyzing on the liberty select cycler on (B)(6) 2021. No additional information was provided. Attempts to obtain additional information were unsuccessful. No further information is known.